Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield signal oversensing and undersensing of ventricular fibrillation (vf) below the sensing floor. Upon review, technical services (ts) discussed that there was no delay to tachy therapy due to vf undersensing, and shock was delivered appropriately. This ICD system remains in service. No adverse patient effects were reported.